Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. 77% battery 1024-826 ohms 1+2-3+450 pw 60 rate 6.9 ma 12+13-14+300 pw. 608.3m.  Rep indicated that originally patient had about 2 years longevity, but when she interrogated patient's implant, today, device gave rep eri message. Apparently, original calculation was based on a much lower usage parameter. After further discussion rep said she'll reprogram patient. When technical services(ts) called rep back to let her know longevity is based on last 7 days of usage, thus, eri will go away once system calculates that it will last longer than 3 months. Rep said she lowered the pulse width and put patient on cycling of 15 on and 5 minutes off; calculation showed patient will have over a year of longevity left. Additional information from the patient indicated that the patient is still getting eri message, even though changes in patient setting should allow device to recalculate and go out of eri status.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.